Event description:
It was reported that the patient was having issues charging the implantable neurostimulator (ins). There was poor coupling and a coupling problem reported. The issue began the day prior to the report. The patient couldn¿t get any coupling bars and noted they usually got 4-6. The patient reported no falls or weight gain. The patient was using a charging belt. They saw the implantable neurostimulator recharger (insr) charging screen but had 0 boxes shaded in. It was directly on the skin, right on top of the implant. They were turning the antenna dial, using spaces. The patient noted this did not help to archive more coupling. It was a noted the patient was still charging just at a low rate, weak signal. An antenna locate (al) was performed at the time of the report. After several attempts the patient reported the highest top number found was 64. The al feature resulted in the patient getting 0 coupling boxes. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient¿s health care provider (hcp) reported a month later that the patient¿s device was set in continuous mode. The cause of the event was not device related, the patient confused coupling bars with charge of ins. The antenna locate was performed followed by normal charge. The patient can recharge normally and is receiving effective therapy. Recovered without permanent impairment was reported. It was noted that the lead tip placement was at left mid t9 and right low t8.

Manufacturer narrative:
(B)(4).